Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into a patient's eye in (B)(6) 2022. The surgeon now reports a planned lens exchange for a shorter length lens. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -3.50/+1.00/077 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting and elevated intraocular pressure. On (B)(6) 2022 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as the device. Claim#: (B)(4).